Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap within the metal cap is detached and returned; the fiber shows a circumferential fracture proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the fiber beveled edge at the output window is off center; the outer flow tubing is torn at the metal cap open end. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 154,821 joules while using the surgical fiber during a prostate procedure, the fiber tip was reported to become detached / damaged. Time expended: 22:13 minutes. The case was completed using an alternate procedure (bipolar loop). Patient outcome: "no damages to the patient" - there was no patient injury reported.